Manufacturer narrative:
Concomitant medical product: liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, part#: 00631005032 and lot#: 61231056. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent closed reduction due to pain and multiple dislocations.(second dislocation)

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: pain and dislocation. Event description: it was reported that product was implanted on (B)(6) 2016 treated for closed reduction due to multiple dislocations one on (B)(6) 2016 and second on (B)(6) 2016. 2nd dislocation captured in this complaint. Review of received data: medical records were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes (B)(6) 2009 were reviewed and no complications were noted. Revision op notes dated (B)(6) 2016 were reviewed and identified patient was revised due to corrosion, elevated ion levels, pseudotumor and altr. During the revision, the head was revised. Medical notes identified patient experienced 2 right hip dislocations, one on (B)(6) 2016 and second on (B)(6) 2016 with closed reductions performed. MRI noted joint effusion, a large amount of fluid in trochanteric bursa, mild inflammation of iliopsoas tendon noted. Partial tear gluteus medius tendon. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU) has been reviewed. Conclusion: it was reported that product was implanted on (B)(6) 2016 treated for closed reduction due to multiple dislocations one on (B)(6) 2016 and second on (B)(6) 2016. 2nd dislocation captured in this complaint. In vivo time of the device is 5 months. First dislocation captured under: (B)(4). Warsaw products have been recorded under (B)(4). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays nor devices or photos of the implants were received; therefore the condition of the components is unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00393.